Event description:
It was reported in 2008, via hot line call: rn stated pump was displaying alarm "fos out of range." They tried to go off transducer, but pump kept switching to fiberoptix sensor (fos) as arterial pressure (ap) source. Rn asked if they needed to switch to operator mode, so that autopilot would stop choosing fos. Clinical support specialist (css) told rn to disengage fos from pump, so pump would automatically choose transducer as its source & they could remain in autopilot. Rn did so & stated pump did not have ap display. Css & rn reviewed how to check cable & ensure it was to pump. Rn connected central lumen to transducer cable & css instructed rn how to zero transducer. Rn stated ap waveform did display. Rn reinitiated pumping without any further difficulty. Css requested they save intra-aortic balloon (iab) after they remove it from patient (pt). Css received another call from rn stating pump alarmed "helium loss" three times. Rn reported they checked everything listed on prompt from pump & did not find any problems. Css asked them to confirm there was no blood/flecks of rust or pink in drive line tubing, especially closest go groin; rn stated there wasn't. Another rn did a double check again & no blood noted. Rn mentioned pump read 35cc of helium delivery (they do not think they manually changed helium balloon amount). Rn recalls pump reading 40cc. Also, helium gauge/bar graph was changing automatically from 500 up to 2000 & then down to 500. Css asked rn to look under home key & pump read 493psi. Rn mentioned pt arrived on unit 4pm & md had manipulated iab at around 5 or 6pm. Rn stated iab placement was checked at insertion. Discussed re-checking placement & since rn was not sure why changes occurred on pump, it would be prudent to change to a different pump.

Manufacturer narrative:
Product will not be returned for evaluation.